Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 275cc breast implant was found to have a tear in the junction between the valve and the shell. Leak testing was performed in accordance with mentor procedures and no additional leak sites were detected during the analysis. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number 5832603 and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken so that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing of the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Make sure not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with two 275cc mentor smooth round moderate profile saline breast prostheses, elected for implant exchange surgery for unspecified reasons on (B)(6) 2021. During the surgery, it was discovered that the left breast implant had deflated. Subsequently, the patient underwent bilateral removal and replacement with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9446210 sn: (B)(4) and (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9446210 sn: (B)(4). Upon receipt of both explanted devices, it was discovered that both devices were damaged. This medwatch form is for the right breast prosthesis. The left device has been reported under mrn: 1645337-2021-07633.